Event description:
It was reported that a lead warning was triggered for varying and low impedance of the right ventricular lead. An insulation break was suspected due to an increase of threshold. The lead was explanted and replaced. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).